Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon inspection, red cells were noted in the platelet line. Centrifuge clamps were all closed correctly. Pas was added. No defects/misassembles noted. The run data file (rdf) was analyzed for this event. Review of the run data did not show a conclusive root cause for the higher than expect white cell count of the platelet product. There were no events (adjustments, changes in pump speed, substate changes, etc.) During the procedure that corresponds with the onset of the overloading of the lrs chamber. It is possible that this event was donor related. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.